Event description:
It was reported, that the pt heard an intolerable loud noise, pt refused to wear external device parts. An exchange of external parts could not solve the problem. Testing confirmed that the device had malfunctioned.